Event description:
Caller (nurse) alleged discrepant results compared with results from the ER. Results as follows: date: (B)(6) 2011, inratio: 1.9. Date: (B)(6) 2011, inratio: 5.2. Date: (B)(6) 2012, inratio: 5.2, 7.4, ER: 4.1. Pt's therapeutic range: 3.0-4.0 inr. On (B)(6) 2012, pt obtained inratio 5.2 inr at 11 am and 7.4 inr at 4 pm. In the ER, pt received a 4.1 inr at 5 pm. Was sent to the ER. Pt was not admitted to the hospital.

Manufacturer narrative:
Investigation pending.